Event description:
It was reported that the electricity outlet burned up the communicator power cord prong. A boston scientific company representative advised sending a new communicator power cord. The communicator is still in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.